Event description:
It was reported that a newly implanted right ventricular lead was dislodged while attempting to implant another lead. The right ventricular lead was repositioned and is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.